Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8711, product type: catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained dilaudid (concentration 72 mg/ml, dose 3.458 mg/day) and other drug. It was reported the patient started having pain 6 months to a year prior to having surgery to remove a granuloma. The hcp stated a neurosurgeon tried to remove the granuloma. It had been a year since that surgery and the patient continued to have issues, so they were going to remove the system. The hcp stated they took pictures, but did not elaborate on what type of imaging was initially done. There was no recent escalation in dose increases. The dose had been constant since the hcp inherited the patient. The patient had been at the dose for 20 years. The hcp mentioned the link to high concentrations and stated there was no reason to use high dosages and make the patient¿s return for refills so often. It was just about the money and not about patient care. The hcp stated he used concentrations that allowed longer refill cycles and didn't have any issues. The reported symptoms included lots of pain that was considered a gradual change. The inflammatory mass was surgically removed. The hcp was reducing the dose and concentration in preparation for stopping the therapy and catheter removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.